Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of (351 mg/dl) with moderate ketones present. The customer took a bolus to stabilize bg level. The contact declined to troubleshoot with tandem technical support. The contact stated it was normal for customer to have elevated bg levels and that customer may have ate without counting carbohydrates. Reportedly, the customer is very insulin resistant. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.